Manufacturer narrative:
This report is filed on march 09, 2017.

Manufacturer narrative:
This report is submitted on february 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to explant the device on (B)(6) 2017. The patient was reimplanted with a different manufacturer's device.